Manufacturer narrative:
Since the initial medwatch submission the exact cause of the pt's death has been confirmed by the end user facility: the pt in this case had renal failure and was septic and died from the sepsis. The hosp has also confirmed that the crack that was found in the introducer was not discovered until twenty-four hrs after it was inserted into the pt. The hosp reported that they did not perform any inspection or pre-test before using the introducer. Co's device eval summary (pg. 3) is attached. Co is in receipt of the subject complaint which alleges that a crack in the introducer sideport, of a 9f sheath introducer, caused blood loss and the pt was not able to receive his blood pressure medicine. It was co's understanding that the pt died sometime after the procedure and that the cause of death was actually due to the pt's pre-existing illness. The actual cause of death was confirmed on 10-31, 1997. The complaint sample was disinfected and our eval into this matter has been completed. The hosp complaint report describes the complaint sample as being a "trial product." It is not clear what is meant by the term "trial product," however, the introducer was found to be modified in that it was assembled to a detachable 3-way stopcock which in different than the stopcock that is supplied by thomas medical products, inc. Upon further examination, the female luer lock adapter, which was attached to the stopcock, was found to have a hairline crack. The crack appears to have been caused by stress due to overtightening of the stopcock to the female luer. The valve housing also exhibits a crack in the outer threaded section which is covered by the valve cap. Again, this type of crack is indicative of a crack that is caused by stress, possibly due to excessive torquing of the mating valve cap. Retained introducers from the subject lot have been mechanically and visually examined as a part of co's investigation. Simulated use testing was performed by inserting a 9f dilator and tightening the valve cap around the dilator. No cracking occurred. Next, the 3-way stopcock that is supplied by thomas medical products, inc was assembled to the retained units. Again, no cracking occurred. The device history records and inspection data sheets for lot# f67035 were then reviewed. This review revealed that this partiular lot of 9f introducers was expired at the time of the incident. There are no defects in the aforementioned documents that would indicate that a potential exists for the reported problem. In conclusion, since few details regarding the sequence of events that lead to this incident have been provided, it is difficult to determine how the complaint sample became damaged.

Event description:
Crack in intro sideport caused blood loss and pt was not able to receive bp medication. Current pt condition-deceased.